Manufacturer narrative:
Date sent to the FDA: 07/07/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent laparoscopic ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced hematuria, recurrent ventral hernia, erosion of mesh onto the bladder, adhesion following the surgery. It was reported that the patient underwent removal of mesh on (B)(6) 2017. No additional information was provided.